Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: missing lg (light guide) post a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the alleged malfunction 'white post fell off and it stuck in the light cord' was caused due to missing of lg (light guide) post. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid endoscope telescope had the white post falling off and stuck in the light cord. The issue was found during reprocessing. There were no reports of patient involvement.